Event description:
A caller reported a cartridge alarm 20. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), so there was no adverse impact. Customer reverted to an alternate method of insulin therapy.